Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code; lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a suture was used. During surgery, the suture broke. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.